Manufacturer narrative:
Investigation has begun. A supplemental will be filed when complete.

Event description:
The infusion port does not deliver enough liquid into the eye. The eye came soft. They had to take another infusion port. With the new infusion port everything went well. A sample is available for evaluation.

Manufacturer narrative:
Examination of the returned product revealed an occlusion in the capillary of the infusion line. The occlusion appeared to be caused by a piece of closure valve that was punched out during insertion of the infusion line in the cannula. This issue may occur when the infusion line is inserted into the cannula in an oblique angle and (a part of) the closure valve gets trapped between the capillary of the plug-in infuse and the cannula itself. The rate of occurrence of this issue is consistent with the risk management file and therefore considered acceptable; however, we will continue to explore opportunities to improve our product to prevent undesired events. First of all, this is is use error. In addition, a review of complaints indicates that the since 2014, 12 similar incidents have occurred, in all cases without patient harm. Although unfortunate, given the clinical need for small, sharp instruments this rate of occurrence is consistent with the risk management file and considered acceptable. This complaint is now closed.

Manufacturer narrative:
The final evaluation of the returned device was dated 26apr2018 and has been verified. This MDR is being submitted as a correction to reflect the correct and verified date. This complaint is now closed.